Manufacturer narrative:
(B)(4). Returned product consisted of the emerge balloon catheter. The shafts, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the device revealed that the outer shaft was torn from the exit notch distally for 2.9cm. The damage to the shaft is consistent with damage that can occur due to interaction with a guidewire. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the torn shaft. The balloon was unable to inflate due to the damaged shaft. Because there was no evidence of any product quality deficiencies, it was considered likely that the hypotube kinks were attributable to handling of the device. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that shaft leak occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, during inflation, the balloon failed to inflate. Subsequently, leakage of liquid from the device was noticed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.